Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change in therapy. The patient stated they were going to have the device removed on (B)(6) 2016; the device was not working anymore and the patient was still leaking all over the place. The patient had gone to their healthcare provider (hcp) every now and then to have it adjusted but that didn't help. The patient was also getting a biting/pinching sensation at the implant site, and when they would adjust stim they would get a throbbing sensation in their rectum area then they would start bleeding/spotting. The patient stated that during the day they didn't have too many problems because they had trained themselves. The patient mentioned that at night it was dripping down their leg all night long and when they got up it just ran down their leg. The patient gets up 6-7 times a night to go to the bathroom. It was later reported the device was explanted. The patient later reported the bleeding, throbbing, and pinching had lasted for six months, which was why they decided to have the device removed, and still did not have much control but at least there was no pain. If additional information is received, a follow-up report will be submitted.